Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the helix on the distal tip of the right ventricular (rv) lead appeared to be distorted/bent on fluoroscopy. The lead was removed and it was noted that the helix was bent. It was unclear if the helix became distorted during the implant process or if it was bent prior to use. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.